Event description:
Bayer case number: (B)(4) lumbar pain [lumbar pain] , inguinal pain [inguinal pain] , fatigue [fatigue] , tendinitis [tendinitis] , joint pain [joint pain] , dryness of eyes [dryness of eyes] , dryness of mucosa [mucosal dryness] , visual acuity lost [visual acuity lost] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 28-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbar pain") in a 41-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. In 2015 she experienced back pain (seriousness criterion medically important), groin pain ("inguinal pain"), fatigue ("fatigue"), tendonitis ("tendinitis"), arthralgia ("joint pain"), dry eye ("dryness of eyes"), mucosal dryness ("dryness of mucosa") and visual acuity reduced ("visual acuity lost"). At the time of the report, none of the events had resolved. The reporter considered arthralgia, back pain, dry eye, fatigue, groin pain, mucosal dryness, tendonitis and visual acuity reduced to be related to essure administration. The reporter commented: since the insertion of these inserts in 2015, my health has progressively worsened. Patient¿s current status: lumbar and inguinal pain, fatigue, tendinitis, joint pain, dryness of eyes and mucosa, visual acuity lost. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Lumbar pain [lumbar pain] inguinal pain [inguinal pain] fatigue [fatigue] tendinitis [tendinitis] joint pain [joint pain] dryness of eyes [dryness of eyes] dryness of mucosa [mucosal dryness] visual acuity lost [visual acuity lost] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 28-oct-2025. The most recent information was received on 06-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbar pain") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. In 2015 she experienced back pain (seriousness criterion medically important), groin pain ("inguinal pain"), fatigue ("fatigue"), tendonitis ("tendinitis"), arthralgia ("joint pain"), dry eye ("dryness of eyes"), mucosal dryness ("dryness of mucosa") and visual acuity reduced ("visual acuity lost"). At the time of the report, none of the events had resolved. The reporter considered arthralgia, back pain, dry eye, fatigue, groin pain, mucosal dryness, tendonitis and visual acuity reduced to be related to essure administration. The reporter commented: since the insertion of these inserts in 2015, my health has progressively worsened. Patient¿s current status: lumbar and inguinal pain, fatigue, tendinitis, joint pain, dryness of eyes and mucosa, visual acuity lost. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-nov-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.